Event description:
It was reported that during a lap hernia procedure, the jaws came off track preventing the device from being closed. A different device was used to complete the procedure. There was no pt consequence.